Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The clinician reported that in looking at the electrogram, it is showing trending instead of a daily view of the ventricular tachycardia/fibrillation events. This is not displaying as expected. Also, dual electrograms were noted. The pacemaker remains in use. There were no patient complications reported as a result of this event.